Manufacturer narrative:
At time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible.addendum:this supplemental emdr is submitted to document additional information provided.root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.note, the manufacturing date (15-jan-2018) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #4). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh -left (device #2) and additional emdr was submitted to represent the bard/davol bard flat mesh (device #3)note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol 3dmax mesh and bard mesh (bard flat mesh) on (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 ¿ patient was diagnosed with bilateral inguinal hernia and midline incisional hernia thereby underwent bilateral laparoscopic inguinal repair and open incisional hernia repair with implant 3dmax mesh- right (device #1) and 3dmax mesh - left (device #2) and bard flat mesh (device #3). Per operative notes, ¿the right direct hernia was identified, dissected and placed with 3dmax mesh (device #1) and in left side the indirect inguinal hernia was identified and repaired using 3dmax mesh (device #2). The midline incisional hernia sac was identified and dissected down to the level of fascia and bard flat mesh (device #3) was placed closed with staples.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of bard flat mesh (device #4). Per operative notes, ¿the hernia sac was identified and dissected down to the level of fascia and bard flat mesh (device #4) was placed and sutured.¿ (B)(6) 2020 - patient was diagnosed with upper abdominal pain and upper abdominal adhesions thereby underwent laparoscopic adhesiolysis. Per operative notes, ¿the numerous omental adhesions to the upper abdominal wall were dissected away.¿

Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol 3dmax mesh and bard mesh (bard flat mesh) on (B)(6) 2018 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.